Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established through this evaluation. A specific cause for the patient's respiratory infection leading to sepsis could not be conclusively determined through this evaluation; however, the infection was not considered to be device related. The patient¿s outcome was not considered to be device related, and it was reported that the device operated as expected. An autopsy will not be performed, and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, neurologic dysfunction, localized infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced respiratory infection on (B)(6) 2024 with worsening respiratory status and fever. A computed tomography (CT) showed bilateral pneumonia and pulmonary edema. Respiratory culture was positive for bacteria. The patient experienced clinical decompensation with multiple system organ failure. Liver and kidney function tests were elevated, and the patient had respiratory failure on a ventilator. The patient¿s international normalized ratio (inr) was supratherapeutic at 9. A brain CT found multiple areas of infarct with hemorrhagic conversion and metabolic encephalopathy. The patient¿s family chose to withdraw care and device support. The patient passed away on (B)(6) 2024 due to sepsis. The death was not considered to be device or therapy related.